Event description:
The account alleged the bed started bouncing and the patient was thrown from the bed. The account alleged the incident was reported by the patient and there were no witnesses for the event.

Manufacturer narrative:
The technician investigated and the account stated that a patient fell out of the bed and claims that the bed bounced him out of the bed and the bed was bouncing like a car with hydraulics. The technician inspected the bed and found the bed to be functioning as designed, no issue found. No injury reported.